Event description:
(B)(4). A consumer implanted for non-malignant pain and phantom limb pain reported seeing the elective replacement indicator (eri) message after eight months, although they did use the device all day every day. It was noted the consumer only had two groups and used group b 100% of the time. The manufacturer¿s representative (rep) later reported the consumer had no traumas to the implant pocket, wasn¿t in any accidents, and had no reports of any adverse/irregular stimulation. The rep. Met with the consumer on (B)(6) and interrogated the device and confirmed it was at eri and wouldn¿t let the consumer access the programming screen. The rep. Walked through the consumer through how to sync with the implant using the programmer and press down on the navigation button which would bring them to the main programming screen. An impedance check was also performed with results within normal limits. The rep. Suggested the consumer run the amplitude a little lower than normal to preserve the battery power until the implant was replaced which was planned but hadn¿t been scheduled yet. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer¿s settings were continuous, single mode, being used 24 hours a day with amplitude settings of 1.0 and 5.2 volts, a pulse width of 360, a rate of 80, and electrode configuration of ¿-/-, +/+, +/+, and -/-.¿ on (B)(6) the consumer went in to have the implant replaced with normal pre-operative impedance results and they were receiving normal stimulation coverage. On (B)(6) 2016 the consumer had their implantable neurostimulator (ins) replaced, but in the operating room the ins was visualized to have a buildup of fluid/liquid in the ins header. It was noted the leads were intact and impedances were normal with the new ins. Following surgery the consumer recovered without sequela.

Manufacturer narrative:
Device returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product analysis: no evidence of premature eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.